Manufacturer narrative:
The demi operating manual lists three (3) curing cycles: five (5) seconds, ten (10) seconds and twenty (20) seconds. The demi is a high-output curing unit with recommended curing times for universal composites, bonding agents and cements of five (5) or ten (10) seconds. In these incidents, the doctor confirmed that he cured the resin composite materials for twenty (20) seconds followed by another twenty (20) second cure for a total of forty (40) seconds. This exceeds the curing time recommendations listed in the operating manual which states that the unit should be used for a duty cycle of twenty (20) seconds on and one (1) minute off.

Event description:
On (B)(6) 2011, kerr corporation received notification that a doctor allegedly had fifteen (15) patients who had to have root canal therapy due to nerve damage caused by the demiplus unit getting too hot. This is the first of fifteen (15) reports.

Manufacturer narrative:
On (B)(6) 2011, doctor alleged that the demi plus unit gets too hot. Doctor was actual patient and he noticed it. Doctor alleged that fifteen (15) patients have had to have root canal therapy for nerve damage caused by the unit's extreme heat. As of (B)(6) 2011, the device has not been returned for evaluation; therefore, the allegations could not be confirmed. Device not returned by customer.